Manufacturer narrative:
H.6 investigation summary ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). ¿ problem statement: customer reported a complaint about a tube backfilling during the monthly clean that occurred on (B)(6) 2022. A leak caused by a backfilled tube has the potential for exposure to biohazardous material. After fse repairs, the instrument was functioning as expected with no further leaks, and no customers or patients were harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 663029. Date range from 30nov2021 to date 30nov2022. ¿ manufacturing device history record (DHR) review: DHR part # 663029, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there is the only complaint related to a fluidic leak due to an electrical component issue for part # 663029; pr # (B)(4). Date range from 30nov2021 to date 30nov2022¿ returned sample evaluation: a return sample was not requested for evaluation because the replaced part is not returnable and was discarded. ¿ service history review: review of related work order #: (B)(4); case #: (B)(4) install date: 26sep2019 defective part number: 64551667 - pcb assembly fluidic field service wo (B)(4) notes: o subject: 663029 - facslyric - tube backfilling during monthly clean o problem description: customer reports that the instrument started backfilling the tube on the sit during the monthly clean procedure. Customer aborted the procedure before the liquid could spill out. O work performed: o (B)(6) 2022 sp testing of pump 2 (aspiration) for function, checking the function of valve 8 and tubing. I swapped pump 2 for a new pump and retested the function and still did not operate. I swapped the cabling from pump 2 to pump 4 (air). The input voltage of pump 2 was measured at 0v determining that the fault was in the fluidics motherboard. Case to be set to further action and future visit required to fit the pcb o (B)(6) 2022 sp new board exchanged and cabling fitted. Issues with connection to pc and board needed correct firmware reinstalled. Issues with accessing firmware disc due to local security policy but with it support was able to remedy and install firmware used to communicate between system sub components and pc. No changes to facsuite database. System function tested in which pump 2 was discovered to be running continuously again. New case raised. Also air trapped in sheath filter however several filter purges whilst tapping the filter removed air from the filter. Running wfi through system to remove any residual air in system. Pqc and mandatory flyr 19-28 performed successful o cause: (B)(6) 2022 sp electrical breakdown in the fluidics motherboard o solution: (B)(6) 2022 sp exchange and reconnect replacement motherboard ¿ risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o hazard ID #: libivd-ra-61 2.1.6 o hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ potential causes: based on the investigation results, the potential cause was determined to be a breakdown in the fluidic motherboard. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause was determined to be a breakdown in the fluidic motherboard (fmb). In response to the customer¿s report that the tube on the sit (sample injection tube) was backfilling during their monthly clean, an fse (field service engineer) went onsite to investigate and confirmed the issue. The fse tested pump 2 (aspirator pump) and valve v8 and its tubing, and replaced pump 2, but this did not resolve the issue. After swapping the pump 2 cabling to pump 4, the fse determined it was an fmb issue because the pump 2 input voltage was measuring as 0 v. The fmb controls various fluidic components that regulate sit function including valves and pumps (fluidic and air), so an fmb failure can negatively impact performance of these components and cause leaks. The fse replaced the fmb (part # 64551667 - pcb assembly fluidic field service), refitted the cables, and reinstalled the correct firmware. Additionally, the fse purged the sheath filter to remove any trapped air. After these repairs, the instrument was found to be functioning as expected with no further leaks. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although the leak could have potentially caused exposure to biohazardous material, the customer confirmed that there was no physical contact with the leaked fluid. Therefore, no one was injured or harmed due to this issue. Bd facslyric¿ clinical system instructions for use, #23-11881-02 rev. 01/vers. A, page 172 indicates to wear suitable protective clothing, eyewear, and gloves to prevent transmission of potentially fatal disease from biological specimens. Moreover, proper daily and monthly cleaning procedures to help with troubleshooting can also be found under ¿maintenance¿ in the IFU starting page 166. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the leak caused by the sit tube backfilling was determined to be a breakdown of the fluidic motherboard. The fse confirmed the issue and replaced the fmb (part # 64551667), refitted the cabling, and reinstalled the firmware to resolve the issue. After these repairs, the instrument was found to be working as per bd specifications. No one had any physical contact with the fluid leak, and no one was harmed or injured. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. ¿ supporting document: n/a

Event description:
It was reported that while using the bd facslyric¿ that there was a leak. The following information was provided by the initial reporter: MDR safety checklist - leak.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported.

Event description:
It was reported that while using the bd facslyric¿ that there was a leak. The following information was provided by the initial reporter: MDR safety checklist - leak.